Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, as well as based on the completed device evaluation. A response to additional information regarding the event was received. The date of occurrence was 17jan2023, the issue occurred during the procedure, and the procedure was a fine needle aspiration (fna). The procedure was both for diagnosis and treatment, the issue did not delay the procedure, the patient was sedated, and the procedure was completed using the same set of equipment. H10 device evaluation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified, as the foreign bodies could not be identified. It is considered that the foreign body could not be removed due to the physical damage of the device. However, the lack of further information did not lead to the identification of the cause. This issue is addressed in the following chapters of the instructions for use (IFU) for reprocessing methods: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to have come out of the device forceps channel, including the secondary water supply. The problem was ascribed by the evaluator to be the result of insufficient cleaning. The customer's originally reported issue of a forceps channel pinhole was also confirmed. The following additional findings were noted: bending section cover pinhole, probe immersion, treatment instrument insertion failure, image guide snake tube scratch, insufficient angulation, angle knob play, poor insertion section insulation, missing sound line, missing probe, control part side failure, light guide serpentine buckling, body control unit cover peeling, and scratches on the objective lens. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and brushed the instrument channel, and there were no other concerns about the reprocessing of the device. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their evis lucera ultrasound gastrovideoscope device had a pinhole in the forceps channel. Upon inspection and testing of the returned unit, it was discovered that foreign matter came out of the forceps channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.